Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported doctor visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported by the patient's mother, that her son had blood glucose (bg) values reaching nearly 400 mg/dl. The patient's mother could not stay on the phone as she was taking him to the doctor. No treatment information. She gave him a manual injection of insulin. The pod was worn between 1 and 4 hours on the arm.